Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and could not be cleared. Customer's blood glucose was 162 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer indicated that he was already on a back up plan and advised that the device would be replaced and to return the product for analysis.

Manufacturer narrative:
The pump was received with a button error alarm and had intermittent up button response due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked belt clip slot and a cracked reservoir tube lip.